Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 77 mg/dl. The customer stated that she had taken a shower, suspended the insulin pump, and when she went to resume the device, the act button no longer responded. She reported that she had been getting many button error alarms over the last 6 months. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had intermittent button response due to corroded up and down arrow button keypad traces. The insulin pump had missing segments due to a cold solder joint on the display connector. No moisture damage was noted on the electronic, motor, vibrator or battery tube assembly during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.